Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that on tuesday (B)(6), the patient was receiving a pet nuclear stress test and experienced a shock sensation that started in the left lower quadrant and radiated straight through the abdomen. It was brief and had no lingering pain. They were inquiring if anyone had reported this happening to them before. They noted that today they did adjust the system due to symptoms and it appeared to be working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.